Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was electively explanted and replaced. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.